Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient [was/was not] connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative (tsr) instructed the care giver to cycle the power on the device in order to clear the alarm. The tsr reviewed the alarm log with the care giver where the alarm was noted. The tsr advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.